Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced open electrodes. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis revealed evidence of fatigue breaks on the broken wires ends located close to the ground ring. Sem inspection revealed evidence of fatigue breaks on the broken wire ends located close to the ground ring. It is believed these breaks caused the open and short circuits reported. An internal corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report.